Event description:
A customer observed potentially biased vitros tsh results on multiple samples from two pts. When tested on an alternative method, results fell outside the lower limits of the normal range using the alternative method. A biased tsh result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.